Event description:
The patient reportedly experienced overly loud stimulation with his device. External equipment was exchanged; however, the problem was not resolved. A company representative met with the patient for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the device has not been scheduled.